Manufacturer narrative:
The cause for the discordant positive advia centaur xp toxoplasma g results is unknown. Siemens is investigating. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Customer observed a positive result for advia centaur xpt toxoplasma g (toxo g) that was toxo m negative and toxo g negative on the immulite. There are no reports that treatment was altered or prescribed or adverse health consequences due to the positive advia centaur xpt toxo g result.

Manufacturer narrative:
MDR 1219913-2016-00258 was filed on december 28, 2016 reporting a positive result for advia centaur xpt toxoplasma g that was toxo m negative and toxo g negative on the immulite. February 7, 2017 - additional information. The cause for the positive result is unknown. The customer treated the sample with a heterophilic blocking tube (hbt0 and tested it with the advia centaur toxo g assay but the result remained positive indicating that heterophilic antibodies are not the cause of the falsely elevated result. There may be some unknown interferent elevating the result.

Manufacturer narrative:
MDR 1219913-2016-00258 was filed on december 28, 2016 reporting a positive result for advia centaur xpt toxoplasma g that was toxo m negative and toxo g negative on the immulite. MDR 1219913-2016-00258 supplemental 1 was filed on 02/21/2017 with the results of siemens' investigation. March 3, 2017 - additional information: the customer ran 209 negative samples with lot 061217 in december 2016 so their specificity would be 99.5% (209/210). The relative specificity results from the 3 studies in the advia centaur xpt toxoplasma g instructions for use (IFU) range from 99.3% - 99.8%. Based on the available information advia centaur toxoplasma igg lot 061217 is meeting the specificity claims in the IFU.